Event description:
A healthcare facility in (B)(6) reported that the drawers on an iw931 cosycot infant warmer have come loose and that the heater head is loose. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The customer reported that the complaint device is not available for return to fisher & paykel healthcare. Fisher & paykel healthcare has requested photographs of the complaint device from the distributor in (B)(4) for investigation purposes. We weill provide a follow-up report upon receipt of the requested photographs and completion of our investigation.